Event description:
"My wife had a greenfield filter installed in 2005. Three legs have broken off. One is lodged in her heart and the other two are in each lung. Local doctors are at loss as to what to do. We are looking for expertise in this matter. What are your suggestions?" Follow-up information as received from the user facility confirms that the device that was implanted was a recovery filter system manufactured by bard.